Event description:
The customer was getting erratic blood glucose readings on the suspect device. They were adjusting insulin according to the results. They almost passed out due to hypoglycemia and emts were called. They were treated with an IV and admitted to the hospital. Controls were not used on the system. The device was replaced with new product and then authorized for return to the manufacturer for evaluation.